Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. The customer¿s blood glucose level was 2.9mmol/l at the time of incident. The customer treated low blood glucose value with soda. Customer reported auto mode was not automatically delivering insulin at the time of low blood glucose event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was assisted with troubleshooting and was advised to visit the emergency room. The customer will continue to use the device.